Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set was separating the following information was received by the initial reporter with the following verbatim it was reported by the customer that the spike connector of the burette set falls off during setup with the dialysis machine.

Manufacturer narrative:
One photo was taken by the customer that verifies the complaint. However, due to the lack of model and lot number an investigation can not be conducted. A notification was sent to the manufacturer to make them aware of this incident. A device history record review could not be performed because a model and lot number was not provided by the customer.